Event description:
Pt underwent an ICD lead laser extraction and replacement and generator change to repair a lead fracture on a lead placed on (B)(6) 2012. Generator with 19% battery life. During the extraction process, the pt developed an avulsion of the svc/ra and all along the innominate vein. Emergency sternotomy performed with cell saver and multiple transfusions. Despite aggressive treatment, the pt expired.